Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported deflation issue could not be tested due to the condition of the returned device. Based on a visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the left subclavian artery. The 5.0mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the protective sheath. The bdc was soaked and prepped prior to use with no issue or leak noted during preparation. The bdc was successfully advanced to the target lesion and inflated to 22 atmospheres (atm); however, the bdc could not be deflated after inflation. The inflation device was switched to a syringe; however, the bdc still could not be deflated. The bdc was pulled back into the aorta, and over-inflated until the balloon ruptured. The bdc was then withdrawn. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The procedure was completed at that time as the vessel was treated. There was no additional information provided.